Event description:
It was reported that during a da vinci-assisted surgical procedure, one universal surgical manipulator (usm) had gotten stuck and chattered when the pitch axis was moved while docked. The customer had first undocked that usm before calling and had continued the procedure using three usms. Technical support had noted that no errors or messages had been displayed, and the customer had indicated that they would call back after the procedure for additional troubleshooting. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. A follow-up MDR will be submitted, if additional information is obtained.